Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and gi bleed/hematuria on ac. At some time post filter deployment, it was alleged that device was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, six years and nine months of post deployment, attempted retrieval of the bard meridian inferior vena cava filter. Patient had an episode of vasovagal reaction during the process of retrieval. Retrieval procures was right internal jugular vein was accessed. 018-in. Wire was introduced, the needle was exchanged for a 4 french coaxial dilator. Later, the wire and the inner stiffener were removed and a 0 3 5-in. Stiff glidewire was advanced into the inferior vena cava. Subsequently, dual sheath bard snare retrieval kit was utilized, the coaxial sheath and the dilator assembly were advanced over the 035-in. J guidewire to place its tip at the proximal inferior vena cava filter and inferior venacavogram was performed. Inferior venacavogram demonstrated the inferior vena cava to be widely patent without a thrombus. Subsequently, the inner 8.6 french dilator was removed, the 6 french snare catheter was advanced through the sheath, the hook of the filter was engaged by the snare. While maintaining the tension on the snare and the snare catheter, the 9 french retrieval sheath was advanced in the caudal direction until it covered the proximal two thirds of the filter. Then, while keeping tension on the snare, holding the retrieval sheath stationary, an attempt was made to withdraw the filter into the sheath by retracting the snare. Moderate tension was applied to retract the filter into the sheath. However, filter could not be retrieved. At this point in time, patient had a vasovagal reaction in the form of for decreased blood pressure from 150s into high 60s, heart rate decreasing from 50s to height at these. The snare was disengaged, snare catheter and the retrieval sheath were removed, inferior venacavogram was performed through the access sheath demonstrating the inferior vena cava to be widely patent with complete re-expansion of the filter, sheath was removed, manual pressure was applied, and hemostasis was achieved. Therefore, the investigation is confirmed for the retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 09/2013 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and gi bleed/hematuria on ac. At some time post filter deployment, it was alleged that device was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.